Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion. Although considered to be unrelated to the device, it could be ruled out. Defibrillation was performed using the ventricular fibrillation (vf) waveform and the patient was transferred to ventricular tachycardia (vt), and sinus rhythm was restored by defibrillation. They remained admitted until (B)(6) 2026.